Event description:
It was reported that a symptomatic patient presented in the ER after receiving several inappropriate shocks due to oversensing on the ventricular lead. X-ray confirmed lead dislodgement. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.